Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted concurrently with supracervical hysterectomy and left salpingo-oophorectomy. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia, bleeding, and infections. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and unknown mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted due to sui, left adnexal adhesions, and dysmenorrhea. No additional information was provided.